Manufacturer narrative:
The pump was received with all operating currents within specification and it passed the functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test, and displacement test. The pump was programmed with a 1.0 u/hr basal rate and monitored for 2 days. All basal profiles were properly delivered. The pump was received with a minor scratched lcd window.(B)(4)

Event description:
The customer reported via phone call that her pump was not delivering her basals and now she is in the hospital. Customer stated that her blood glucose was over 900 mg/dl at the time of the incident. Customer's current blood glucose is 543 mg/dl. Customer had symptoms such as nausea, vomiting, and difficulty breathing due to the high blood glucose. Customer was in the emergency room on (B)(6) 2015. Customer reported that she has contacted her health care professional regarding her unexplained high blood glucose. Customer also had diabetic ketoacidosis. Customer was still in the hospital and stated that she wanted the pump to be replaced. Customer stated that the hospital tried to put her back on the pump on (B)(6) 2015, but after her basal and boluses, her blood glucose went back up to 500 mg/dl.